Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va12c8v, implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported an intra-operative impedance issue. The lead was noted to have inserted without trouble. Electrode impedances were tested at 2.0 volts and 360 pulse width. Impedance results were high (greater than 4000 ohms). Impedances were tested again at 2.5 volts and 360 microseconds and they were high again. Contacts c0, 01, 02, and 03 all showed greater than 4000 ohms. They had wiped the lead and made sure it was fully inserted. It was noted that the doctor had asked if the issue would be caused if the lead had been kinked when tunneling. They used an implantable neurostimulator (ins) to test for motor response and were getting motor response with contact 0 so they decided to proceed. There was no visible damage to the lead. Every other configuration read correctly. It was noted that this was a new implant. Additional information received from the rep in response to follow-up reported that the cause of the impedance issue had not been determined. "We did understand why the high impedance reading but the physician decided to progress with the other leads that were within proper range." They programmed around the electrode that was out of impedance. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further follow-up was required.